Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing determined that continuity of the conductors was complete. Visual analysis noted a cut through the outer insulation at 54 cm, the helix was bent and stretch out of specification. Visual analysis found that while turning the is-1 pin, torque transferred to the helix without difficulty. Damage at implant was noted. Primary analysis findings indicated no anomalies found, lead functionally normal.

Event description:
It was reported that during implant attempt, when the lead was introduced to the cephalic vein through a 9french introducer. The physician encountered difficulty manipulating the lead, and while retracting, the lead screw became visibly distorted. It was noted the screw was not extended when the lead was introduced and further reported the helix was stretched as viewed on fluoro. Once removed from the patient's body, the physician observed tissue attached to the device. Of note: the technical consultant suggested that the physician may have inadvertently turned the lead body while holding the lead pin. No patient complications have been reported as a result of this event.